Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has received a customer complaint aligning the malfunction of the strap of the maxi sky 600 ceiling lift. Following the information provided, at the time of transferring the patient from the pool to the wheelchair, using the involved ceiling lift, the stitches at the one end of the strap got detached. As a consequence of that malfunction, the strap connection cannot stand the weight of the spreader bar and patient attached. In a result of that issue, the patient was reported to fell down. There was no injury sustained.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information and technical evaluation of the involved strap extension. Arjohuntleigh received a customer complaint related to the failure of an extension strap, part number (p/n) 700.14010. It was reported by the facility that "during transfer from pool to wheelchair, the belt [strap extension 700.14010] suddenly broke in correspondence of the seams and the patient fell down." No injuries were reported. Pictures received with the complaint confirm that the strap extension was installed on a ceiling lift maxi sky 600 ceiling lift. Both elements have been returned from the market and passed through the manufacturer technical evaluation. When reviewing similar reportable events registered in the last five (5) years (since jun 2011 up to jul 2016) for maxi sky 600 and similar ceiling lifts, we have found two cases with the same or a similar fault description compared to the one investigated here: unstitched threads at the one end of the device strap. However, none of these incidences were related to the ceiling lift strap extension and from that part involvement perspective, this particular complaint appears to be an isolated occurrence. Based on the collected information, photographic evidence and findings made during the inspection of the involved strap extension and lifting strap, conducted by the magog manufacturing site's technical department , we (arjohuntleigh) have been able to establish that this particular complaint was related to lack of inspection and lack of maintenance of the straps. What is more, inspection of the part received permitted to assess it was not an arjohuntleigh magog product. The examination of the returned components permits to conclude that they show extensive wear. Taking into account the strap extension design that incorporates a safety margin brought on by a length of stitches, it can be assessed as extremely unlikely that this nature of failure could have happened instantly. It appears probable that the reported malfunction occurred over the period of time. The mentioned signs of wear were also noticeable by the thread which begins to unstitch at the extremity that has not failed. What is more, at the side of the ceiling lift strap the signs of frying were clearly visible. Moreover, some noticeable traces of rust color, due to possible corrosion of the carabiner hook which is usually attached at the extremity, and confirmation that the device was used in a pool environment, let conclude the device, lifting strap and strap extension were exposed to accelerated wear and tear. The instructions for use of the device contains requirements of inspection for the strap (001.14150.33.en rev 4, active revision at the time of the manufacturing) "arjo recommends thoroughly inspection of the straps every 2 months as follows: 1) completely unwind the strap, 2) look for any signs of wear or discoloration" (and as illustrated into figure of the IFU). These requirements, if followed, would have permitted to prevent the complete failure of the strap extension during use. At the time of the event, the ceiling lift involved was almost 10 years old. The age of the strap extension could not be determined since it is not labelled during manufacturing. Nevertheless, it should be emphasized that ceiling lift intended life time is two (2) years. Service records were not made available so specific service history review about lifting strap or strap extension replacements could not be performed. In summary, the device was being used at the time of the event and played a role in the reported incident. There were straps deficiencies found and from that perspective the system was not up to specification at the time of the incident. Our evaluation appears to point to inspection/maintenance error having occurred. If the IFU and the correct procedure of device inspection would have been followed, the event would have been avoid.